Event description:
Revision surgery- due to the patient dislocating, there is no known date on the event. The joint was too loose, so the surgeon decided to swap out the poly and the shell for a +8 socket and a +4 monoblock poly.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 6.25 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was most likely due to the device being too loose. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.